Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Int'l affiliate reports the following possible products. Gut surgical suture. Coated vicryl (polyglactin 910) suture. Gut surgical suture. Prolene polypropylene suture.

Event description:
Int'l customer reported that a pt presented with a wound dehiscence four days following a c-section. The pt was returned to surgery for repair.